Event description:
A product liability claim was raised. It was reported by a solicitor that the patient was implanted a metasul head 28 m 12/14 on unknown side on (B)(6) 2006. It was stated that the patient was claiming for damages for personal injuries and associated losses suffered as a result of the possible failure of his hip prosthesis.

Manufacturer narrative:
Additional information received on 07/08/2015. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. No trend identified. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The compatibility check was performed and showed that the product combination was approved by zimmer. Without any information about the event, it is impossible to perform a meaningful analysis of the risk for the patient. However, the possible causes for revision are covered in the dfmea of the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical device report will be submitted. (B)(4).